Manufacturer narrative:
Correction: h6 - discomfort.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the chest pain unit with complaints of sever pain under her sternum. Upon interrogation, it was noted that the atrial lead exhibited an increased capture threshold and loss of capture. An x-ray was performed and the lead position was normal. It was suspected that a micro-perforation resulted in the increased thresholds and loss of capture. The lead was repositioned successfully and the patient was stable after the procedure.